Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000944 g7 hi-wall e1 liner 40mm h lot# 6483762, item#010000668 g7 pps ltd acet shell 62h lot#6326300. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05593, 0001825034-2019-05589.

Event description:
It was reported during initial hip arthroplasty procedure the liner would not seat in cup. Surgeon attempted 2 different liners that would not seat. The 3rd liner seated successfully. Surgery was delayed 45 minutes. Attempts to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device identified scratches on multiple locations on the outer and inner radius and rim. The barb was deformed and scraped such that a poly strand protrudes from the liner. An indentation across the scallops of the elevated portion of the liner was also observed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.